Event description:
In 2008 - technician stated the head section will not lower with the head down or the CPR functions. No incident reported. At about two weeks later - sum - head cylinder stuck replaced the head cylinder.